Manufacturer narrative:
The therapy pca (pn: 453564489061) with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested with no problems found. The therapy board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The dfm100 therapy knob was then set to 170j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. Based on the information available and the testing conducted, the therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this therapy pca.

Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined from the error logs and a board exchange that this was a malfunction of the therapy pca. It will be replaced and then the device will be validated by performance assurance testing. Also, note that the therapy capacitor is just within specification and will be replaced as a preventive measure. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.